Event description:
The customer reported that the images were not stable. No patient injury was reported.

Manufacturer narrative:
The ge service rep checked the system and found the connector pins had misaligned and was not making proper contacts. He adjusted the contact pins and found the system to be working satisfactorily.